Manufacturer narrative:
Correction: h6 (ime e1621 removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, a week after a gastric sleeve procedure, the patient presented a one-day history of exacerbation of upper abdominal pain radiating to the chest, shortness of breath, as well as dry mouth, dizziness, and weakness. It was also noted that the patient had melena, very elevated radiofrequency ablation (rfa) laboratory values. Computed tomography (CT) scan described collection and air outside the stomach. The abdomen was very distended, soft but with epigastric tenderness, irritated, and the wounds were healthy. An urgent reoperation was for manual suturing of the staple line leak of one reload.

Manufacturer narrative:
D10. Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot: unknown); egiauxl, egiauxl endogia ultra univ xl stapler (lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.